Event description:
Ii was reported the dilator of an 8f fast-cath swartz introducer was perforated during the insertion of a non-st. Jude medical transseptal needle. The physician had positioned the 8f fast-cath swartz introducer into the pt's heart and was inserting a cook transseptal needle without the use of a stylet, when some resistance was noted. The physician continued advancing the transseptal needle when it was noted, on intracardiac echocardiography (ice), the needle had perforated the dilator at the distal curve near the junction of the distal tip of the sheath. The sheath and needle were then removed to perform a follow-up echocardiogram which noted no pt harm. The 8f swartz introducer was replaced with a non sjm sheath which allowed the needle to be introduced without issue. The procedure was completed with no consequences to the pt.

Manufacturer narrative:
Age time of event: pediatric pt. (B)(4). Device evaluated by MFR. Visual inspection revealed a hole in the dilator. The hole was located 1.0 inches proximal from the distal tip. The dilator was inserted and advanced through the entire length of the introducer with no anomalies noted. Microscopic examination of the hole revealed the hole occurred from the inside to the outside. The needle used in conjunction with the dilator was not returned and may have aided in a more through investigation of the reported event. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states the introducer is compatible with a brktm type curve puncture needle. Per step #3, position the brk needle and stylet assembly inside the sheath/dilator assembly, confirm the stylet is locked onto the hub of the brk needle. A stylet was not used in conjunction with the needle per the 8f fast-cath swartz introducer instructions for use.